Event description:
On 1/14/97 pt's initial rhytm was asystole. 8:25 pm monitors would not externally pace. The cables, all electrodes, and the pacing pads were all changed. 9:00 pm pt coded again. Monitor was pacing but the screen was frozen.